Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one most post implant the patient experienced shortness of breath and diaphoresis. It was further reported that the leadless implantable pulse generator (ipg) exhibited loss of capture and pacing spikes were not seen at times on telemetry once the patient was in the unit. The leadless ipg remains in use. No further patient complications have been reported asa result of this event.